Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the oxygen leak was found during the final check performed by the service engineer. It was determined that the cause of the leak was due to a missing bracket that holds the oxygen inlet fitting on to the gas delivery system. It was reported that the lost bracket had been missing after the device had previously been worked on by a biomed. The customer reported that the bracket would be replaced in house.

Manufacturer narrative:
The customer confirmed that the bracket and screws were replaced, and the issue has been resolved.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had an oxygen leak. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that the v60 ventilator had an oxygen leak. The fse recommended that the gas delivery system (gds) be replaced. The repair had not been performed by philips, and the device had not been returned to service, as it was noted that the customer would complete the repair in house. No further actions had been performed by philips. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.